Event description:
An end user called in and stated upon removal of her wafer, her skin stripped in one spot, on the lower right side under the mass. The end user stated this occurred two (2) days ago. The end user went on to state that she 'pulled to hard while removing the wafer.' The end user noted her stripped skin was approximately 13mm in size. The end user has been using this product approximately 13mm in size. The end user also stated that there was bleeding and she was able to stop the bleeding by applying pressure. The end user has been using this product approximately 14 years and she stated her wafer is changed every three (3) days.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user was educated on skin care and crusting with stomahesive powder. The end user was also encouraged to use a more gentle technique upon removal of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).